Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient that the device delivered shocks on 3 separate occasions around 6am and beeped for a few minutes once. The patient also reported the device was tested and the doctor said the device does not show that it has delivered a therapy. The device is still in use. No further patient complications have been reported as a result of this event.